Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. The most probable cause of the complaint is categorized as; cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and updates on the approved final investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that within 24-48 hours of discharge, the patient's symptoms started again and worsened over a few days. Patient continued to complain of dyspnea with exertion. Patient was noted to have oxygen saturation at around 85% on room air. Patient also endorses to some mild orthopnea. In the emergency department, received solu-medrol 125 mg IV, lasix 20 mg once, and albuterol and duoneb treatment. Labs show mildly elevated d-dimer during which follow-up cta showed no pe, but showed emphysematous changes with some mild mucus plugging with treatment, saturations did improve. Heart rate improved and much of vitals were improved.

Event description:
The patient underwent multiple spiration valve placement in the left lower lobe under general anesthesia. One 9 mm valve was placed in lb6, one 7 mm valve was placed in lb8, one 7 mm valve was placed in lb9, one 5 mm valve was placed in lb10, one 7 mm valve was placed in lb7, and lastly, one 5 mm was placed in lb10. A few months post procedure the patient had an acute chronic obstructive pulmonary disease exacerbation that the reporter considered life threatening and required hospitalization for four days where the patient was treated with IV antibiotics. The patient was later discharged to home with augmentin and a prednisone taper. The event was considered resolved without sequelae.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to (B)(6).